Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this left ventricular (lv) lead exhibited high, out of range pacing impedance (great than 3,000 ohms). Trends indicated the pacing impedance was 637 ohms and jumped to 3,000 ohms in (B)(6) 2025, exhibiting failure to capture and threshold issues. X-ray images where performed, confirming a lead fracture. The right ventricular (rv) lead electrical parameters are stable and in range. The lv lead remains implanted and will be scheduled for replacement in the near future. No adverse patient effects were reported.